Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker stored an episode of noise on the right ventricular (rv) lead that resulted in a period of pacing inhibition and asystole lasting approximately 5 seconds. Upon review, boston scientific technical services (ts) noted the noise appeared consistent with electromagnetic interference (emi). It was confirmed the minute ventilation (mv) sensor was not in use at the time and lead measurements were stable and within expected limits. Other recorded events showed appropriate sensing/detection. Ts provided suggestions for programming optimization. Despite the period of asystole the patient remained asymptomatic. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was seen in clinic during which time they reported using a drill near their device at the time of the episode. The patient reported feeling light-headed but experienced no other symptoms. The field representative discussed considerations to avoid further instances of emi. This system remains in service.